Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their insulin pump had button hard to press. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the they received unexplained no delivery alarm, crack on display screen. Customer reported that cap was pretty worn down. The device will not be returned for analysis.